Event description:
Event description cpi received information that this implantable pulse generator (ipg) allegedly had a pacing rate that was lower than expected. No magnet rate was present and on checking the pg data screen a three second pause was noted.